Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer's blood glucose was 170 mg/dl additionally, it was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 50 mg/dl. Bg was addressed via consumption of glucose tables. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.